Manufacturer narrative:
(Secondary intervention - crushing and stenting over of dislodged stent) - evaluation results - dislodgement.

Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 24mm, diameter 24mm, was intended to treat a lesion in a patient. It was reported that the stent dislodged from the delivery system during a procedure. The device did not cross the lesion and was removed from the patient. On removal of the delivery system, the physician noted that the stent was no longer on the balloon. Angiography showed the undeployed stent in the proximal circumflex. The dislodged stent was crushed in the proximal circumflex and ivus imaging confirmed there was good apposition with no dissection. No clinical sequelae have been reported. Neither the stent delivery system nor a cd of procedural images has been received by medtronic for evaluation.